Manufacturer narrative:
Standard disclaimer on file.

Event description:
Reporter administrator at outpatient facility reports getting blood glucose reading of 43 on device and starting IV glucose. Lab results were 1672 mg/dl. Three other results on device yielded "mg/dl" message, which indicates result for blood glucose above 600 mg/dl. Pt treatment with glucose stopped and switched to insulin, with subsequent transfer to emergency room. No other pt info given. Device was inserviced for first time during this incident, per comment from poc administrator.